Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm for upstream occlusion, alerting the medical staff that the tubing was occluded during use when the medication was noted to not be infusing over some time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.